Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the distal left anterior descending (dlad) artery. There was no resistance noted upon removal of the protective sheaths. Using a femoral access site, pre-dilatation was performed leaving about a 30% stenosis. The delivery system was advanced to the lesion site without any resistance noted. When the doctor wanted to inflate the balloon of the delivery system, it did not inflate. During deflation, blood injected back into the delivery system; no hole was noted. Another device was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation issue and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint handling database revealed no other incidents for inflation issues or leaks reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.